Event description:
It was reported that the patient presented in clinic for a follow up with noise over-sensing exhibited by the right ventricular lead. The lead was capped on (B)(6) 2022 and replaced. The patient was discharged post-procedure.